Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use in the proximal right coronary artery (rca). Treatments were performed with the oad, and the lesion was then treated with intravascular lithotripsy. A perforation was observed. The opinion of the physician was that the oad may have contributed to the perforation by exerting additional force on a thin vessel wall. The perforation was treated with a covered stent. The patient status was satisfactory following the procedure.